Event description:
It was reported that patient had pain at ipg site after losing a significant amount of weight and experiencing a serious fall. It was noted that ipg did not migrate. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was revised and moved to address this issue. Effective therapy was restored.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.